Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-24516- device 2 of 4. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported by the patient's mother that the patient faced four infusion set leak at the tubeing site on (B)(6) 2024. No further information.